Event description:
A customer in (B)(6) reported a (B)(6) cefoxitin screen for a (B)(6) isolate using vitek® 2 ast-p577 (lot 3570530403) in software version 7.01. Alternative methods (microscan, phoenix, and disc diffusion) identified the strain as (B)(6). The isolate was reanalyzed with vitek 2 version 8.01 and the cefoxitin screen was (B)(6) (detecting (B)(6)). No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated due to a customer report of a false negative cefoxitin screen for a staphylococcus aureus isolate using vitek® 2 ast-p577 (lot 3570530403) in software version 7.01. Alternate methods identified the strain as (B)(6) . The isolate was reanalyzed with vitek 2 version 8.01, and the cefoxitin screen was positive (detecting mrsa). The strain is not available for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 ast-p577, lot #3570530403, met final qc release criteria. This lot passed qc performance testing.